Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 / damaged monitor case) has been confirmed. . Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad / adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec (B)(4). No adverse event resulted from the defective monitor or electrode belt. Manufacture dates: monitor: 4/16/2014, electrode belt: 3/23/2016.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable) and that the monitor's case was damaged and reported that the patient was receiving "check therapy pad" and "adjust belt" messages.